Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during the initial drain phase of peritoneal dialysis therapy. The patient was connected to the device at the time of the event. During troubleshooting, it was found that the clamp on the patient line had been closed during the priming phase of therapy resulting in an incomplete prime. The technical service representative assisted the caregiver with ending therapy. Proper procedures were reviewed with the caregiver and the patient was to start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who had air in the patient line of the cassette during peritoneal dialysis therapy. The cause of the air was found to be due to the patient line clamp being closed during the priming phase of therapy resulting in an incomplete prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.